Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solutions was leaking out of the cassette and into the cycler. Pt was in drain two of three. Upon removing the tubing set from the cycler, fluid was noticed inside the cassette compartment of the cycler. Pt has no adverse effects from the cassette leak. Sample has not been returned to the manufacturer.